Manufacturer narrative:
No device sample is available for investigation.

Event description:
Event reported as: after having a problem with the first defective catheter, this one was found to have the same defect- only one out of two holes had an opening. This is the third of four complaints. Device not used on a patient.